Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported positioning failure associated with leaflet grasping and difficult or delayed positioning associated with the clip interacting with the anatomy cannot be determined. Image resolution poor is related to procedural conditions as imaging was reported to be difficult. Unspecified tissue injury appears to be related to procedural conditions associated with grasping attempts. Tissue damage is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. It was noted that imaging was difficult. Two clips were successfully implanted. To further reduce tr, an xt clip was inserted but became caught in chordae. The clip was able to be freed from the chordae without causing damage. After several grasping attempts, tissue damage was suspected. Therefore, the physician decided to remove the clip and discontinue the procedure. Tr remained at a grade of 4+. There was no clinically significant delay in the procedure.